Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that secondary solution back flowed into the primary bag while using a continu-flo solution set. The line was clamped below the y-site and the secondary bag continued to drip while fluid began to fill the primary drip chamber and the primary bag. There was no patient involvement as this issue was discovered during testing. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Pressure test and clear passage test performed with no issues noted. Backflow/functional test was performed to check the general function of the check valve; there were no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.